Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 5 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 10 infusion set fell off events on 17-mar-2024. The infusion sets were in use for 2 days. No further information available.